Event description:
Drug/diluent: 5fu, fill volume: 240ml, flow rate: 5ml/hr, procedure: chemotherapy. {please reference MDR's (B)(4) (2026095-2014-00009), and (B)(4) (2026095-2014-00010)}. Reporter has reported a total of 3 pumps that have emptied out sooner then expected. Additional MDR's mentioned above. Pump 1: pharmacist reported that a homepump c-series filled with chemo 5-fu at 5ml/hr x 46 hs, filled to 240ml normal saline on (B)(6) 2013. Pump was supposed to be disconnected at 5pm on (B)(6) 2013, rn disconnected the pump at 2pm. Patient claimed homepump emptied out 12 hours sooner. No side effects noted. No adverse event or medical intervention reported. Per the product/vendor quality report it is noted that a medwatch was filled out. I-flow is unaware if the reporter sent the form to FDA. It was reported that the pumps were thrown away. An e-mail was received by the facility mentioning that they were instructed not to fill out the forms (manufacturer questionnaire forms) that were sent to the facility, and only fill out their medwatch.

Manufacturer narrative:
It was reported that the pumps have been thrown away. The lot number has been received, at this time, the device history records (DHR) review are in progress. There are no results available as no evaluation was performed. At this time, the investigation is ongoing, a follow-up report will be filed once the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.